Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000. Our field service engineer investigated the device on-site, where the reported issue was confirmed. To address the issue, the turbine module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirmed the issue with the generated technical alarm. The replaced turbine module was returned for further investigation. During simulated use testing, the pre-use check (puc) failed both the internal test and the internal leakage test. During ventilation, the reported technical error appeared along with several other errors and alarms referring to a turbine module failure. To further assess the issue, the printed circuit board (pcb) inside the turbine module was replaced with a reference pcb. With the reference pcb inside the turbine module, the device passed several pucs and performed ventilation successfully without generating any technical errors or alarms. It was not possible to determine the exact cause of the under-voltage failure in the original pcb; nevertheless, the cause is most likely due to a component failure on the turbine's pcb, since the measured resistance in some circuits was rather high. The main function of the turbine module is to generate inspiratory air flow. It creates air flow and pressure from the surrounding air, which is then mixed with the o2 flow from the o2 gas module. The primary purpose of the pcb inside the turbine module is to control and supervise the turbine by powering the module and passing data to other parts of the device. In conclusion, the device failed to meet its specification and it can be determined that the issue originated from the turbine module due to a malfunctioning pcb.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module under-voltage. There was no patient harm. Manufacturer's ref. #: (B)(4).